Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis device removed and replaced on (B)(6) 2018 due to fluid loss, and the device would not inflate. No patient complications were reported in relation to this event.